Manufacturer narrative:
Reliability analysis inspected 1 opened and used sensor and performed a visual inspection and found a broken sensor cannula. The broken part was still attached to the cannula tubing.

Event description:
The customer called in to report that the transmitter did not blink when attached to the sensor. The customer's blood glucose level was 155 mg/dl. The customer stated that sensor was in perfect condition. The customer was able to connect a new sensor and it blinked when connected. The customer's sensor was replaced and returned.